Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had displayed a meter message to apply blood. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016 in the morning. The reporter stated that the patient manages her diabetes with insulin (self-adjuster) and that on (B)(6) 2016 at 10am and 11pm she continued taking her usual dose of 7 units lantus insulin as a result of the alleged product issue. The reporter stated that an hour or two after the alleged product issue began she developed the symptoms of "exhausted and sick". The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed that this was the not the first time the product was being used, the correct testing steps were carried out and the correct test strips were used. The test strip completely drew in the blood sample. However the issue remained unresolved after completing a retest. Replacement product was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.